Manufacturer narrative:
(B)(4). The original baxter aware date was november 4th, 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3200ml empty bag was leaking. The bag was filled with a nutritional parenteral solution. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.